Event description:
Optometrist reported that patient presented 11/09/2006 and reported that six days prior the patient developed a red, sore left eye after "getting drywall in eyes." The patient reported that four hours after working with drywall material the left eye became "very red and painful." The patient presented to the ER and was diagnosed with iritis in the left eye. Patient examination by optometrist six days later noted: "os ac quiet. Cornea clear. Inflammatory reaction slight." The patient was prescribed "polydex gtts os qid x 4 days. D/c cl wear x 5 days." No additional information is available.